Event description:
Plaintiff was employed as a dialysis tech, first-aid volunteer and paramedic who wore and was exposed to latex gloves made by various MFR. Plaintiff alleges suffering the following symptoms: anaphylaxis, asthma, rhinitis, respiratory problems, hives, contact dermatitis, swelling. Fatigue, headaches, extreme discomfort, depression and emotional distress.